Event description:
It was reported that during a surgical procedure using an unk turbovac arthrowand the physician did not appropriately hook up the suction on the arthrowand and the pt sustained a topical skin burn. No other info was available regarding this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available. A catalog and lot number for the device was not provided, therefore, no date of manufacturer, date of expiration or device history record can be provided.